Event description:
It was reported that a dissection occurred. The target lesion was located in the right coronary artery (rca). A 3.00 x 28 mm promus premier drug eluting stent was advanced and deployed. However, fluoroscopic imaging revealed a proximal edge dissection. An additional 3.00 x 16 mm promus premier stent was deployed to cover the dissection. The procedure was completed and the patient remained stable.